Event description:
On (B)(6)/2009, patient reported having complications with his insulin cartridges. Patient stated it seems as though the o-rings are not sealing" at the bottom of the cartridge. He stated the cartridge seems bigger in some areas than the others. Patient reported the insulin will then spill out into the infusion device. He estimates that over 30 units have spilled inside the infusion device. Patient stated the o-rings also look to be "deteriorating" and the plunger at the o-ring seems to be too loose. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.